Event description:
A surgeon reported that during a intraocular lens (iol) implant surgery that the iol caused the pt damage. Additional info was received from the surgeon who reported that during implantation of the iol, the lens abruptly entered the eye and ruptured the capsule. An anterior vitrectomy was performed and a sulcus lens was implanted. During the most recent postoperative visit, the pt was doing well and the vision with glasses is 20/20.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was received from the surgeon on (B)(4) 2014. (B)(4).